Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer 1.8 mini tray was not opening. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawer had failure. A field service engineer (fse) found that drawer 1.8 on the anesthesia station was not opening. The mini engine for the drawer was replaced, but the issue persisted after rebooting. Further troubleshooting revealed that the mini engine controller board was the actual cause. A separate mini engine was connected to confirm the issue, which shifted the problem to another drawer. The mini drawer controller board was later replaced and reconfigured. After rebooting and testing through the hardware test application, the drawer operated successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer 1.8 mini tray was not opening. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.